Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. The device was electively replaced due to normal battery depletion, and the new device was reprogrammed per technical support's recommendation. The patient was stable and there were no adverse consequences.